Event description:
It was reported that the ventilator generated an alarm indicating high peep (positive end expiratory pressure). There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was dispatched to investigate the reported issue. It was not possible to duplicate the reported high positive end-expiratory pressure (peep) alarms. The ventilator passed all safety and functional tests, including being run on test lung without incident, before being returned to medical service. Logs were downloaded and returned for investigation. Examination of the returned logs confirmed the occurrence of several 'peep high' alarms, but on the (B)(6) of (B)(6) as opposed to the originally reported event date of the (B)(6) of (B)(6). The logs also revealed that the ventilator was not turned on, on the reported date of event the (B)(6) of (B)(6). No technical problems with the ventilator itself could be found in the received logs. Further inquiries were made with the customer regarding the date of event and the composition of the patient circuit. The customer confirmed the date of event to be the (B)(6) of (B)(6), but was unable to provide any further details. Since no parts were replaced and returned, and as no further information could be obtained from the customer, it has not been possible to determine the root cause of the reported problem although we can confirm its occurrence.

Event description:
(B)(4).